Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 6563564 208-06-02 - cc distal fem augment sz 2, 10mm. 6613814 02-012-60-1480 - tru stem ext 14mm x 80mm. A614185 02-010-06-0521 - tru post. Aug. Size 2, 5mm. A660591 02-010-06-0320 - tru cc femoral size 2 right. A713491 208-05-02 - cc distal fem augment sz 2, 5mm.

Event description:
It was reported that this 72 y/o female patient's knee was revised due to the poly recall. Patient was last known to be in stable condition following the event. No x-rays or images provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6. MDR section codes updated/corrected: b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision cannot be confirmed from the information provided but may be due wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.